Event description:
The patient reported that on (B)(6) 2011 he experienced blood glucose (bg) of 555 mg/dl with nausea and vomiting. He state that he administered a correction injection and his bg at the time of the call to animas customer support (cs) was 414 mg/dl with no signs or symptoms of hyperglycemia. At the end of the call with cs, the patient's bg was reportedly 356 mg/dl. The patient stated that on (B)(6) 2011 his bg was 423 mg/dl and he changed his insertion site, and his bg increased overnight. Cs reviewed the pump with the patient and found that all settings were correct and histories added up correctly. There were no associated alarms noted in the pump history. The patient denied any site/set issues, and confirmed there were no air bubbles or leaking in the cartridge or the tubing. He reported that he last changed the cartridge on (B)(6) 2011. The patient stated that he was using his abdomen for the current site. He stated that he was new to insulin pump therapy, and there was blood in the cannula with the previous site. The patient was able to successfully prime the pump into the air while on the phone with cs. During a follow-up call the patient reported that on (B)(6) 2011 his bg was 461 mg/dl with nausea and vomiting. He stated that he changed the site while on the phone with cs on (b)(^) 2011, and his bg resolved to 142 mg/dl. He confirmed that the cannula was not bent. He reported that his bg before bed was 185 mg/dl, and he awoke the morning of (B)(6) 2011 with elevated bg. The patient reportedly administered a correction injection, and his bg at the end of the follow-up call with cs was 404 mg/dl. Cs advised the patient to discuss basal rate settings with his health care provider due to the pattern of elevated bgs occurring overnight. This complaint is being reported due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The black box history showed that the pump was not in use from 11:44 pm on (B)(6) 2011 to 6:29 am on (B)(6) 2011 and also from 12:08 am on (B)(6) 2011 to 3:33 pm on (B)(6) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.